Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, h6 - component code lenses is being corrected to "imager 841" and medical device problem code leak / splash is being corrected to "no display/image 1183". Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the event the ultrasound image was not displayed was likely due to corrosion of the ultrasonic connector, and the cause of the chip in the adhesive area between the acoustic lens and the ultrasound probe could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the ultrasound gastrovideoscope exhibited no image and there was a chip in the adhesive area between the acoustic lens and ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope exhibited a stain that entered inside the lens through a gap at the adhesive on the distal end; and, a gap between the acoustic lens and ultrasound probe. There were no reports of patient involvement.